Event description:
The doctor was performing percutaneous coronary intervention (pci) to a 100% occluded saphenous vein graft to right coronary artery (svg to rca). He deployed an embolic protection device prior to the pci. He had difficulty removing the device and noted a dissection. To fully treat the dissection he deployed two graftmaster rx stents.